Event description:
The customer, (B)(6), contacted the device manufacturer on (B)(6) 2025 to report during packaging of the swabable vial adapter (sva) with the customer's drug product, foreign particles were detected within the primary packaging of the devices and also within the sealing area of the primary packaging. Foreign particles were detected in multiple devices from lot k717 of the swabable vial adapters (sva). The customer confirmed that the affected devices are segregated, not for use. As the device had not yet entered into the distribution stage to the end user (i.e. Being put into service), there was no health impact to the end user.

Manufacturer narrative:
This complaint is currently under investigation. Upon completion of the investigation, a follow-up report will be submitted.